Manufacturer narrative:
(B)(4). (B)(6) visual assessment of the inserter showed the inner shaft distal end has broken off. Root cause is undeterminable due to condition of returned device.

Event description:
The tip of the anchor disconnected from the main body of instrument when placed into position. No patient injury or other complications were reported.